Event description:
It was initially reported that the patient was 'never having therapeutic effect since the pump was implanted 8 days ago'. Physician had started with morphine and bupivacaine and increased dose to 25mg/d but the patient was not comfortable, and the medications was switched to dilaudid and the dose was increased the dose to 7mg/d. However, patient was not getting any relief as reported on. Patient had been trying to give bolus doses every 10 minutes but it did not provide any relief. A dye study was done and the catheter looked in place and the dye flowed well. During the epidural trial, patient had done well on 60mg/d of morphine sulphate, however, following the pump implantation, patient didn't 'get comfortable. Patient had metastatic lung cancer and a medical consultation was planned. It was later reported that the event was due to inadequate dosing for the patient's metastatic cancer and patient experience 'inadequate analgesia'. Between (B)(6) 2011 and (B)(6) 2011 the patient's dose was increased to effect; 'simply took time to titrate to effect'. Patient was hospitalized since the implant surgery and 'required much more than was calculated, eventually got patient comfortable'. Patient was discharged and satisfied with pain control. Currently dilaudid 30mg/ml was titrated to 28mg/day.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk; programmer: model: 8835, serial # (B)(4).